Manufacturer narrative:
The device was returned to the manufacturer and the event was confirmed. The switch was replaced and the device was returned to the customer.

Event description:
It was reported that the saw turned itself on. The customer did not know how the failure was discovered or if there was patient involvement.